Event description:
It was reported that there were four (4) potential patients directly impacted by one suspected medical device. The patients underwent procedures involving the same individual suspected medical device between (B)(6) 2024. The patient referenced in this report was admitted to the hospital on (B)(6) 2024 for an endoscopic retrograde cholangiopancreatography (ercp) procedure with suspected medical device for removal of a stent previously placed in (B)(6) 2023. This patient had a past medical history of untreated stage IV lung cancer, pancreatic adenocarcinoma, and gero and was on palliative cares at an assisted living facility for multiple malignancies. The procedure was unable to replace stents after 2 hours of attempts to advance the duodenoscope. The patient was discharged the same day. The patient had an informational visit with hospice on (B)(6) 2024 with plans to transition to home hospice. The patient was then admitted on (B)(6) 2024 for worsening abdominal pain and underwent lnterventional radiology (ir) cholangiography and permanent stenting of a malignant stricture of the common bile duct on (B)(6) 2024. The patient had improving abdominal pain and was discharged on (B)(6) 2024. On (B)(6) 2024, the patient was admitted for acute metabolic encephalopathy and septic shock. The patient had been set to admit to hospice at assisted living facility on (B)(6) 2024, but plans changed due to her returning to the hospital. Blood culture on admission was positive for carbapenamase-producing carbapenem resistant e. Coli (cp-cre) and klebsiella pneumoniae. The family approved no escalation of cares beyond intravenous antibiotics and fluids. The patient passed away on (B)(6) 2024. On (B)(6) 2024, ercp procedure involving suspected medical device was identified as possible link between multiple cp-cre infections. On (B)(6) 2024, suspected medical device was examined by borescope during facility investigation. Borescope revealed a small tear within the inner sheath of the device. It is unknown when the tear appeared on the scope, what caused it, and whether it was present for ercp procedures involving affected patients. The customer further reported that the death was potentially caused by this subject device; however, the customer was not sure if this device was the main cause of the death. The device had an inner sheath tear which the customer was not aware of, and they used the scope on several patients. The customer further stated that the device might have caused a cross contamination between patients. Reportedly, the device has been in quarantine in a secure location. The customer confirmed that the device passed the leak test prior to procedures being done.

Manufacturer narrative:
An endoscopic support specialist provided a reprocessing in-service at the user facility, which included all cleaning, leak testing, high level disinfection, delayed reprocessing and storage using information contained in the olympus reprocessing manual. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report has been submitted by the importer under this MDR report number (B)(4). This event was submitted by the user facility under this MDR number (B)(4). This report is related to the following linked patient identifiers: patient 1 (B)(6), patient 2 (B)(6), patient 3 (B)(6), patient 4 (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The facility did not perform culture testing of the device. Also, the device was not returned to olympus for evaluation. Based on the results of the investigation, olympus confirmed that the facility did not deviate from the reprocessing steps outlined in the instructions for use (IFU) manual. The relationship between the subject device and the reported patient death could not be identified. Therefore, the root cause could not be determined. The following is included in the device IFU: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ this supplemental report includes information added to d8. Olympus will continue to monitor field performance for this device.